Event description:
Spinal failure: spinal was given to patient and the medication (bupivacaine) did not work. Another manufacturer's medication was removed from drug cart and used with success. This added extra cost to the patient and delayed the procedure.